Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a venofer 500mg/250ml infusion completed in 20 minutes rather than the intended programming of 4 hours. The programming was double checked by the charge nurse prior to the infusion. There was no patient harm reported.

Manufacturer narrative:
The customer¿s experience of an overinfusion of venofer was not confirmed. The pcu event log showed that at 4:43 pm on (B)(6) 2016 the pump module was programmed to run a basic infusion at 75ml/hr with a vtbi of 450ml and a secondary infusion of venofer 500mg/250ml at 62.5ml/hr with a vtbi of 250ml to infuse over 4 hours. At 5:26 pm, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 43.7ml. The starting volume of the fluid containers cannot be confirmed through device logs. Functional testing found the pump module to be delivering fluid within specification. The disposable sets in use at the time of the infusion were not returned for investigation. The root cause of the overinfusion of venofer was not identified.